Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date/time, approximately one week prior to calling adc customer service on (B)(6) 2016, when she attempted to perform a test using her adc blood glucose meter the word "code" kept appearing on the display. Customer subsequently experienced a loss of consciousness. Customer's friend called the paramedics and upon arrival treated customer with glucagon "IV" and transported her to a local healthcare facility. At the hospital customer was diagnosed with hypoglycemia and given mixed fruit and a sandwich to eat. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned product was investigated. Meter was visually inspected and no physical damage was observed. Meter powered on with button depression and test strip insertion. No new issues were observed. Did not observe the word "code" appear on meter's display. The complaint is not confirmed.